Event description:
Additional information received from the patient. It was reported that the patient was having charging issues, and they further explained that it was taking them 2 hours to charge their implantable neurostimulator (ins). They inspected the recharger and did not notice any damage. The recharger became hot while recharging; the patient explained it as a burning sensation when charging. A replacement recharger was requested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger, product ID : 97745, serial# (B)(6), product type: programmer, patient product ID: 97755, serial# (B)(6),nproduct type: recharger. H3: analysis of the recharger (serial# (B)(6)) found a no device found message. Analysis of the recharger (serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger antenna had a difficult time finding the implanted neurostimulator(ins) to charge the ins for about the past week. Pt also stated they charged last night and the recharger antenna took over two hours to charge the ins when the recharge time typically did not exceed 1.5 hours. Pt mentioned their controller was almost completely depleted when their ins finished charging last night. An email was sent to repair to replace the recharger. No symptoms were reported. Information was received from a patient (pt) regarding an external device. The reason for call was patient reported since getting the recharger (rtm), they were having burning sensation on the skin of the implant area. Patient stated getting the new rtm didn't fix the problem. Patient reported in the last 3 weeks the ins is taking a long time to charge, it use to be one hour and now its one and half hour. Patient stated they were charging every 4 days and usually gets excellent or good quality. Patient services (ps) asked patient to connect controller and controller showed ins 80%, controller 60% charged. Ps reviewed controller is functioning as it should. Ps reviewed replacing the controller will not resolve the burning sensation and recommend patient consult with hcp office regarding the burning sensation. Patient insisting on getting a controller replacement. The issue was not resolved. An email was sent to the repair department to replace the controller device. Additional information received from the patient. It was reported that the patient was having charging issues, and they further explained that it was taking them 2 hours to charge their implantable neurostimulator (ins). They inspected the recharger and did not notice any damage. The recharger became hot while recharging; the patient explained it as a burning sensation when charging. A replacement recharger was requested.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger antenna had a difficult time finding the implanted neurostimulator(ins) to charge the ins for about the past week. Pt also stated they charged last night and the recharger antenna took over two hours to charge the ins when the recharge time typically did not exceed 1.5 hours. Pt mentioned their controller was almost completely depleted when their ins finished charging last night. An email was sent to repair to replace the recharger. Information was received from a patient (pt) regarding an external device. The reason for call was patient reported since getting the recharger (rtm), they were having burning sensation on the skin of the implant area. Patient stated getting the new rtm didn't fix the problem. Patient reported in the last 3 weeks the ins is taking a long time to charge, it use to be one hour and now its one and half hour. Patient stated they were charging every 4 days and usually gets excellent or good quality. Patient services (ps) asked patient to connect controller and controller showed ins 80%, controller 60% charged. Ps reviewed controller is functioning as it should. Ps reviewed replacing the controller will not resolve the burning sensation and recommend patient consult with hcp office regarding the burning sensation. Patient insisting on getting a controller replacement. The issue was not resolved. An email was sent to the repair department to replace the controller device.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.